Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose and no delivery alarm. The customer¿s blood glucose was 40 mg/dl at the time of the incident. Patient's current blood glucose: 75 mg/dl. Customer states that last night she changed her set and about 1hr after changing the set she was 150 mg/dl then she noticed it was 75 mg/dl and it got down to 40 mg/dl and she had to 125 carbs to get it back up from 40 m/dl . Customer treated for high blood glucose with food. Customer reports they have contacted their healthcare professional regarding the low blood glucose. Customer states she had no delivery and after rewinding several times she had a lot of insulin squirt out. The pump will not be returned for analysis.